Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately eight months post initial right tka, the female patient was brought back for a quad repair with a poly swap. Patient received a new poly liner. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. X-rays received. The device is not available for evaluation.

Manufacturer narrative:
(H3) as reported, approximately eight months post initial right tka, the female patient was brought back for a quad repair with a poly swap. Patient received a new poly liner. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. X-rays received. The device is not available for evaluation. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.